Event description:
The plaintiff alleges that in the course of employment as a respiratory care therapist and as a phelbotomist plaintiff utilized latex gloves which plaintiff alleges caused plaintiff to sustain injuries and damages. Plaintiff also alleges that in 2000 plaintiff underwent a blood test at the request of employer; the results showing a positive latex extract reaction. Furthermore, plaintiff alleges that plaintiff was injured in plaintiff's health, strength, and activity and was rendered sick, sore, and lame; plaintiff's injuries include, but are not limited to pain, bronchial asthma, wheezing, shortness of breath, difficulty breathing, frequent migraine headaches, anaphylactic reaction and shock, allergic latex sensitivity, fatigue, emotional distress, shock and fright. Plaintiff was required to obtain medical and hosp care and attention, and reportedly will require medical and hosp care and attention in the future. Finally plaintiff alleges that plaintiff has been unable and will be unable to follow usual occupation and will never again be able to perform the duties and functions of a phlebotomist or related health provider occupation.